Event description:
As reported, during a bilateral inguinal hernia repair, optifix straight fixation device was used to fixate. It was reported that in the repair of one side, the device deployed 6 to 8 fasteners which fixated successfully. At the second side, the device was fired at the level of the cooper¿s ligament and the fastener came out diagonally and did not fixate the mesh and tissue. It was reported that while firing, the actuation lever got stuck in the middle and the surgeon used his other hand to return the lever for the next attempt. They fired the device multiple times after and fasteners did not deploy. The procedure was completed with another sorbafix device. There was no reported patient injury. Addendum per additional information: as reported, optifix fixation device was used to fixate the 3dmax light large mesh.

Manufacturer narrative:
As reported, optifix straight fasteners failed to fixate the at cooper's ligament. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made however most probable cause of the device failure reported is the result of attempted deployment into the coopers ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device". Addendum: this supplemental MDR is submitted to document the additional information provided and sample evaluation results. Evaluation of the returned sample finds for bent guide wire and backup tabs. The reported event is a known result of the bent components at the distal tip. The components are found to be bent from applied forces when the surgeon was attempting to fixate at the cooper's ligament. No manufacturing anomies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a bilateral inguinal hernia repair, optifix straight fixation device was used to fixate. It was reported that in the repair of one side, the device deployed 6 to 8 fasteners which fixated successfully. At the second side, the device was fired at the level of the cooper¿s ligament and the fastener came out diagonally and did not fixate the mesh and tissue. It was reported that while firing, the actuation lever got stuck in the middle and the surgeon used his other hand to return the lever for the next attempt. They fired the device multiple times after and fasteners did not deploy. The procedure was completed with another sorbafix device. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix straight fasteners failed to fixate the at cooper's ligament. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made however most probable cause of the device failure reported is the result of attempted deployment into the coopers ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.